Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the occurrence of an atypical pump stoppage event; however, a specific cause for the pump stoppage could not be conclusively determined through this evaluation. The account submitted a system controller log file to technical services for review on 21nov2019 with a request for review. The customer noted that the patient underwent a previous distal end driveline replacement for a short-to-shield driveline wire compromise. Of note, review of the patient's past reported complaints showed that the patient has a history of driveline damage and already underwent three prior distal end driveline replacements. Upon review of the submitted log file, technical services personnel communicated to the customer that an abnormal pump stoppage during battery power operation consistent with a phase-to-phase driveline wire issue was captured. The submitted system controller log file contained data from 05nov2019 ¿ 21nov2019 and showed that on (B)(6) 2019 at 9:21 am, a transient pump stoppage was captured while the patient was operating on battery power. The interruption in pump function was associated with low speed and low flow hazard alarms. Otherwise, the pump appeared to be operating as intended throughout the remainder of the log file data with overall stable pump parameters. A specific cause for the abnormal pump stoppage could not be conclusively determined through this evaluation; however, the interruption in pump function occurred while the patient was operating on external battery power and could be indicative of a phase-to-phase electrical short produced by driveline wire damage as indicated by technical services. However, potential driveline wire damage could not be confirmed through this evaluation as the device remains in use. The patient remains ongoing on the device and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Technical services personnel reported that plans were made to be onsite to perform another distal end driveline replacement; however, additional information provided by the technical services representative on (B)(6) 2019 indicated that after discussion with the clinical consultant and hospital staff, a decision was made not to perform a distal end driveline replacement at that time due to lack of a sufficient plan in case of pump stoppage, in addition to the fact that there was not enough room between the prior driveline replacement site and the patient¿s exit site to perform another external driveline replacement.

Manufacturer narrative:
Previous percutaneous lead repairs were reported under MFR. Report # 2916596-2015-01833 and 2916596-2016-02424. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient experienced abnormal pump stoppage, low flow and low speed events while supported by battery power. Technical service communicated the alarms are associated with multiple wire fractures within the driveline. The site decided to not proceed with the scheduled driveline repair due lack of sufficient plan in case of pump stoppage as well as the distance between prior repair and pump velour was not long enough for a second repair. No further information was reported.